Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for investigation. The complaint was confirmed for a post-operative pseudoaneurysm. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following reported information: on (B)(6) 2026, following a chronic total occlusion (cto) procedure, the angio-seal device was successfully deployed and hemostasis was achieved. Multiple sticks were not done, and ultrasound was used for access. The puncture was in the left common femoral artery. An ultrasound performed on (B)(6) 2026 found a pseudoaneurysm and the physician stated, "foot plate is hanging in artery." No medical or surgical intervention was performed to treat the pseudoaneurysm. The patient was stable and being reevaluated in a couple weeks. The estimated blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: ccl director. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.